Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional electrophysiology ablation procedure with a 6f sheath. Reportedly, the device was successfully flushed prior to use. However, there was no blood return. The device was removed without attempting to deploy it. After removal, it was observed that the blue suture was coming out of the guide tube. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The obstruction of flow was not confirmed. The unintended system motion is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The obstruction of flow is likely due to placement in the anatomy and the displaced posterior needle and suture where likely pulled out due to contact with the tissue during withdraw of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.